Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the reportable malfunction could not be specified. Based on the results of the investigation, the ultrasound (us) image was not working due to the condenser cable being cut. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that the ultra sound (us) image was not working. There was no patient involvement.